Event description:
It was reported that device displays an e-1 message and the thermal switch that controls the heat of the lightsource allegedly melted.

Manufacturer narrative:
Additional information will be provided once investigation is complete.